Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump keypad buttons were sticking and worn. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the contrast button symbol was observed to be worn off on the keypad. The keypad buttons were tested and confirmed to be responding and there were no defects noted to the keypad when the keypad was removed from the pump. Unrelated to the complaint, the pump display screen was observed to be faded and discolored. Also unrelated, the audio bolus button cover was found to be torn; the button was tested and was confirmed to be responding appropriately to presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.